Event description:
A nurse reported cassette leakage before a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The pneumatic elastomer was not placed on the pinch plate. A calibrated console representing the current software version was used to test the sample. A system message code 3202 occurred, due to missing the pneumatic elastomer. The root cause of the customer¿s complaint is related to an error, during the manufacturing assembly process. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm, no unfavorable trend for this event. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).